Manufacturer narrative:
Additional narrative: additional device product codes: olo. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, one of the instruments in symphony set needed to be replaced. The surgeon noticed that the toothed tip of the symphony drill guide was slightly splayed. Upon inspection, it appeared to be normal wear and tear with no issue or impact on patient care. The tips of the drill guide are splaying out and the drill guide needs to be replaced. The procedure outcome is unknown. This report involves one(1) symphony oct system drill guide adjustable body 2.8-3.2mm 0-50mm +/- 0.33 percent. This is report 1 of 1 for (B)(4).